Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, has been returned for evaluation. Visual assessment showed bent needle. Sutures were not returned. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 deployed simultaneously, both t's were removed from the patient. There was a delay between 0-30 min. The procedure was finished with a s&n backup device. No other complications were reported.